Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly calcified and severely tortuous distal right coronary artery. After a non bsc guide wire crossed the lesion, a non bsc imaging catheter was advanced for intravascular ultrasound; however, it was unable to cross the lesion. After predilation was done using a 2.5x15 non bsc balloon catheter,the imaging catheter was able to cross the lesion. Then a 3.00mm x 20mm liberté¿ stent was advanced but the proximal side of the lesion was too tight so the device was not able to cross. The lesion was again dilated using the same non bsc balloon catheter and attempted to make the 3.00mm x 20mm liberté¿ stent cross the lesion but was unsuccessful. The device was removed from the patient and distal edge of the stent was noted to be flared. The lesion was again dilated using the 2.5x15 non bsc balloon catheter and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).